Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he could not remember when the alleged meter issue began. The patient reported obtaining a control solution result of ¿184 mg/dl¿ which fell above the accepted range printed on the test strip vial. The patient was not willing to state how he managed his diabetes. He reported that at an unknown time, after the meter issue began, he developed symptoms of ¿dizziness, pressure in head, hand and body shaking and blurry eyes¿. He reported that he did not require or receive any medical treatment, in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used. The csr also noted that the patient¿s test strips and control solution, had been stored correctly, were within expiry date. The vial was not cracked or broken. Csr noted that when he walked through a control solution test with the patient, the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.